Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system as this patient received one inappropriate shock due to t-wave oversensing and supraventricular tachycardia (svt) with high heart rates. Technical services (ts) reviewed, and it appears to be rate dependent bundle as the presenting electrogram (egm) shows a narrow qrs complex at lower rates. Ts noted there is no way to program around this with the rate cut off. Ts discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.